Manufacturer narrative:
(B)(4). Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case reservoir tube window corner, cracked reservoir tube window and minor scratches on display window noted. The reservoir tube lip was partially broken off but the test reservoir stay locked in place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 8.4 mmol/l at the time of the incident. Reportedly, the pump casing has cracked around the battery compartment and piece of plastic has broken away around the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.